Manufacturer narrative:
Date of birth is unknown as not provided. The surgery center discarded suspected product and did not request field service or clinical support. Device manufacturer date is unknown as serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye on the last scheduled case for the day. The surgery center indicated the phaco power had reduced during sculpt mode and additional phaco power was added as surgeon was under the impression that the cataract was significantly more dense than originally observed. When the second request for additional phaco power was increase, the surgeon had noted the corneal burn. The surgeon indicated due to the increase of the phaco power, this may have contributed to the corneal burn. At one day post op visit, cornea edema was observed. At the time, the surgeon isolated the phaco tip due to it may be the potentially the mechanical cause of the patient¿s symptoms. Surgeon has identified the potential nursing fatigue may have been a contributing factor to the tip not being securely fastened onto the phaco handpiece. It was the last case of the day after 10 hours of operating. Potential nursing experience was also seen as an additive factor when reflecting on the case with the surgeon. Customer has disposed of phaco tip. Follow up revealed there was no medical intervention required other than the standard post op regimen. There was no loss of best corrected visual acuity due to the corneal edema reported. The corneal edema did not affect the patient¿s visual function. The corneal edema has resided. The corneal burn required sutures to close the wound.